Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: 400cc mentor memorygel breast implant, catalog #3507400bc, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 400cc mentor memorygel breast implant. On (B)(6) 2018 right sided rupture was observed. There were no accompanying issues. The patient had bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018.